Event description:
It was reported that on (B)(6) 2026, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). During the procedure, while attempting to recapture the valve it was unable to be recaptured. Micro adjustment wheel was not used to close the gap. It was decided to be implanted within the abdominal aorta below the renal arteries due to the risk of uncontrolled movement or vascular injury associated with a partially open device. A new 25mm navitor vision valve was selected for implant, and the valve was able to be implanted. No adverse health consequences were reported. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported retraction problem could not be conclusively determined. It is possible that procedural conditions, such as tension in the system during the procedure, and/or patient challenging anatomy contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.